Manufacturer narrative:
The insulin pump passed the following testing: rewind, occlusion, and displacement. However, it failed the prime test, as the device was unable to prime due to a faulty force sensor resistor. No motor error alarm was noted during testing. The motor passed the motor test. The device had the following cosmetic damage; scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed motor error. The customer blood glucose at the time of the incident was 152 mg/dl. Troubleshooting on the insulin pump was performed and no anomaly was noted, as the device was able to rewind successfully. Customer was advised to discontinue use of the device and the device needed to be returned for analysis. Customer agreed to return the device.